Manufacturer narrative:
During the review of the customer supplied four data files, thermo fisher scientific discovered that the customer was using incorrect version of the da 2 (design and analysis v2) software, resulting in discordant calls and also identified one (1) false positive result out of 360 samples. The false positive was attributed to signal discontinuity that mimics real amplification, a pattern that is generally caused by a bubble. This resulted in non-specific amplification during pcr thermocycling that crossed the threshold and caused a false positive result. The air bubbles were likely caused by inadequate centrifugation of the qpcr plate. Customer was advised to ensure that centrifugation parameters are followed per page 38 of the IFU (man0019181, rev. J) to help avoid recurrence of the issue.

Event description:
The customer reported discordant calls between their covid-19 interpretive software and da 2 (design and analysis v2) software while running the taqpath¿ covid-19 combo kit, but did not allege that any false calls were made as a result. On (B)(6) 2021, upon reviewing and analyzing the data files, thermo fisher scientific identified one (1) false positive call in one of the data files. The customer did not report any serious injuries or deaths.